Manufacturer narrative:
Concomitant devices: glenosphere locking screw. Reverse shoulder torque screw. Humeral tray. The revision reported was likely the result of the glenosphere locking screw backing out from the glenoid baseplate, which led to articulation between the screw and the humeral liner and humeral tray. This unintended contact likely led to wear of the liner and the tray. However, the sequence of events cannot be confirmed, and the cause of the screw loosening cannot be determined as the devices were not returned for evaluation and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient's right shoulder was revised to a reverse shoulder. The glenosphere locking screw and glenosphere appeared to have backed away from the glenoid baseplate. The glenosphere locking screw was sitting proud and ended up wearing through the liner and made contact with the humeral tray. Surgeon replaced the 38 glenosphere, glenosphere locking screw, liner, reverse shoulder torque screw and humeral tray with new components. Patient was last known to be in stable condition following the event. No further information available.